Manufacturer narrative:
Additional information was requested, and the following was obtained: no additional information available to obtain. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure in 2010 when tvt obturator implanted? Other relevant patient comorbidities/concomitant medications? Product code and lot number of tvt obturator? The initial approach for the index surgical procedure in 2010? Any concurrent procedure/device implantation in 2010? Were there any intra-operative complications in 2010? When was the vaginal mesh exposure first noted by a physician? Mesh exposure diagnostic confirmation? Please provide a date and surgical findings of removal procedure of the vaginal portion of the vaginal mesh(obturator)? What is physician¿s opinion as to the etiology of or contributing factors to this vaginal mesh exposure? Is the pain resolved after partial tvt obturator removal? What is the patient's current status?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure in 2010 when tvt obturator implanted? Other relevant patient comorbidities/concomitant medications? Product code and lot number of tvt obturator? The initial approach for the index surgical procedure in 2010? Any concurrent procedure/device implantation in 2010? Were there any intra-operative complications in 2010? When was the vaginal mesh exposure first noted by a physician? Mesh exposure diagnostic confirmation? Please provide a date and surgical findings of removal procedure of the vaginal portion of the vaginal mesh(obturator)? What is physician¿s opinion as to the etiology of or contributing factors to this vaginal mesh exposure? Is the pain resolved after partial tvt obturator removal? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure in 2010 and the mesh was implanted. The patient experienced multiple vaginal exposure of mesh with pain and underwent a removal of the vaginal portion of the vaginal mesh. Additional information has been requested.